Event description:
Event description cpi received information that a patient with this endotak transvenous defibrillation lead (0074) had received several shocks, and was brought back to the or. Upon investigation of the lead, the physician noted abrasion of the rate sensing portion, just proximal to the yoke. The lead was repaired, and remains actively implanted.